Manufacturer narrative:
A medtronic representative reported that the system was shut down. After the system restarted, the rep was able to successfully transfer the data and the issue was resolved. Several surgeries have since been observed with no further issues reported.

Event description:
A medtronic representative reported that while attempting to load a cd the system became unresponsive. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.